Event description:
It was reported to boston scientific corporation that a flexima plus biliary was used in the common bile duct for a suspected cancer during a bile duct stent placement procedure performed on (B)(6) 2025. During the procedure, the suture did not come off. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: (initial reporter phone) the initial reporter's phone number is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break based on investigation results. Block h11: a flexima plus biliary stent with its delivery system was received for analysis. Visual examination of the returned device showed that one of the stent barbs was detached and not returned. Only the stent itself was available for evaluation. No other device problems were noted. The reported event of a suture deployment issue could not be confirmed. However, upon analysis, it was noted that only the stent was returned, and one of the stent barbs was detached. Procedural factors such as device handling and the technique used by the physician most likely contributed to the damage observed on the stent. Because the delivery system was not returned, it was not possible to determine whether it had any damage that could have affected suture deployment. Therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h6 (device codes) has been corrected. Block e1: (initial reporter phone) the initial reporter's phone number is (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable investigation finding of stent break. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of suture deployment issue. Only the stent was returned for analysis. Without analysis of the delivery system, it's not possible to determine if this part had any sort of damage that would have affected the suture deployment. The investigation concluded that the additional observed condition of stent break was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima plus biliary stent was returned for analysis. The delivery system was not returned. Visual examination of the stent showed that one of the stent barbs was not returned as it detached. No other damages were noted on the stent. Risk review: a risk review was completed and confirmed that the event of stent detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary was used in the common bile duct for a suspected cancer during a bile duct stent placement procedure performed on (B)(6) 2025. During the procedure, the suture did not come off. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.